Manufacturer narrative:
The customer confirmed that the defective main pcb will not be returned for further evaluation. Therefore, root cause has not been determined.

Event description:
The customer reported ventilation monitor count got low during usage on a patient issue on the vela ventilator. The customer reported that the patient was moved to another ventilator. The customer confirmed that there was no patient harm associated with the reported event.